Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The sales associate reported that during surgery the surgeon noticed the tap was very dull. The surgical technique for the product was not utilized as a 6.5 mm tap was used instead of the 5.5 mm tap. Surgery was completed. No adverse event reported.

Event description:
This was reported in error.

Manufacturer narrative:
Corrections to all fields. This event was reported in error. This event did not result in a death or serious injury and is not likely to lead to a death or serious injury if it were to recur.

Manufacturer narrative:
The returned device was examined and found to be dull; the complaint is confirmed. The manufacturing records were reviewed; there were no indications of manufacturing issues which would have contributed to this event. It is possible that repeated uses contributed to the wear.